Event description:
It was reported that the cap of a burette chamber was missing from a solution administration set. This event occurred during set-up, prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation in its original, unopened packaging. Visual inspection revealed that the lower cap of the burette chamber was missing and that there were traces of the material of the cap inside the burette chamber. The cause of the condition was determined to be a manufacturing issue. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.